Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure with a MRI compatible device. The patient was doing well postoperatively and the explanted ipg was kept by facility.